Event description:
It was reported that there were discrepancies between the ventricular and atrial capture management threshold value and the manually obtained threshold value. Normal measurements were obtained manually however; both atrial and ventricular management outputs were trending upward. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.